Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.4, 1.1, lab: 2.6. Time elapsed between each method of testing is one hour and thirty minutes. Patient therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.